Manufacturer narrative:
Ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The on/standby switch was replaced and the unit was returned to service.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun .

Event description:
The hospital reported the system would not start, this would cause a loss of mechanical ventilation. There was no report of patient involvement.